Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient underwent bypass surgery a couple weeks ago. The electrode was moved and then repositioned along the patient's sternum. X-rays were taken, which showed the electrode located right under the sternal wires and not too close to the pulse generator. Auto setup was performed and chose the primary sensing vector, which uses sense-b. Impedances measured 25 ohms. Defibrillation threshold (dft) testing was performed and successful. The shock lead impedance value from dfts was 27 ohms. Since the system testing confirmed successful operation, no further changes were made. No additional adverse patient effects were reported.